Event description:
Patient cardiac arrested. Code blue called. Middle of three (3) drawer crash cart pulled out to access contents. After drawer fully extended, nurse unable to push drawer back into cart. This blocked access to third drawer containing intubation equipmentdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: none or unknown, invalid data. Conclusion: device failed just prior to use, device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. Invalid data - on device destroyed/disposed of status.